Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix issues during an implant procedure. The patient had a very torturous venous anatomy. The lead was removed and replaced prior to pocket closure. The lead was returned for analysis and it was determined that it was fractured. No adverse patient effects were reported.